Event description:
End-user states that 4 or 5 days ago, she noticed dark red color in pouch. Upon removal of wafer, she noticed a red discharge shaped like a half moon at the 3 o'clock position. In addition, she noticed a small cut on stoma.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a preliminary clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) flexible wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. It is reported that end-user cut the wafer to a bigger size, and the product has been discarded; therefore no lot number was available for identification. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.